Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice pro during use during prime. The patient was not connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps before the patient stated they had had the same alarm earlier and started over with a new cassette but used the same bags. The tsr advised the patient that when starting over, both the lines and the bags must be replaced. The tsr had the patient cycle the power off and on and then remove the cassette. The patient would start over with new lines and bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the report of the patient changing out the cassette and not the bags. The rn was not aware of the event. Baxter product surveillance explained that the patient had changed out the cassette and not the bags when trying to resolve the alarm. Baxter product surveillance recommended reviewing proper procedures with the patient. The rn stated that the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.